Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint is d02-cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the visera elite ii video system center exhibited the light intensity level was low. There was no patient involvement.